Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right proximal, mid, and distal sfa. Approximately 6 months post index procedure, the patient expired from pneumonia on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.